Event description:
While in use, a small amount of blood tinged fluid was noted at base of cuvette sensor on uvar machine. The procedure was paused; lines clamped. The tubing was removed from sensor. Leak noted at site where tubing was connected to cuvette. The procedure was aborted. The red blood cells were lost. The patient was moved to another machine to restart the procedure. No injury occurred. Therakos representative was notified.